Manufacturer narrative:
Medtronic rep contacted hospital for pt information on (B)(4), however, hospital declined our request. Software investigation in progress. Results are not available at time of this report.

Event description:
A medtronic ent rep reported the software froze 2 hours into an ent case. The rep was unable to press control-alt-backspace, could not go back and forth in the software and had to do a hard shutdown. At this point, they were able to get back to the navigate screen to continue the procedure. The surgeon opted to complete the procedure with the use of the navigation system. There was no reported impact on the pt.